Event description:
It was reported that the controller is intermittently calibrating the amplifier. There was no reported patient impact. Through communication with the customer it was confirmed that readings were lost in the middle of a case.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: the quality engineer reviewed repair results. Service and repair found that the fault was due to cold solder joints on the pins at preamp a and b (daq connectors). The connector board was replaced and the item was tested and passed manufacturing specifications. The unit was brought to current specifications.